Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to make a set change and the plunger would not move. The customer's blood glucose reading was 83 mg/dl at the time of incident. Troubleshooting found that the customer changed the reservoir and it worked fine. The customer was advised that the reservoir would be replaced.